Event description:
The customer stated, that she was treated by paramedics due to hypoglycemia. The reported blood glucose reading was 109 mg/dl. Troubleshooting was performed. It was found that the time on the insulin pump was wrong, causing the customer to receive the wrong basal rate. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.